Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 400 mg/dl. Customer had declined troubleshooting for high blood glucose level. Customer stated sugar did not gone down. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.